Event description:
The doctor believed impedance issues were caused by fractured leads. The system was replaced. There was reported to be no pt injury.

Manufacturer narrative:
Three extensions, four leads, and four anchors have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.